Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer, with supplemental information provided by a nurse, in the USA. This report is of encephalopathy due to liver disease, low blood pressure, and peritonitis in a female patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and dianeal pd2 ultrabag therapies. It was reported that the bed had become saturated with bowel contamination and that the catheter was allowed to place over it. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal pd4 ultrabag and dianeal pd2 ultrabag, intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, following was reported. On (B)(6) 2012, the patient experienced encephalopathy due to liver disease. On the same day, the patient was hospitalized. During hospitalization, the patient's bed was saturated with bowel contamination and the catheter was allowed to place over it. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis manifested by abdominal pain. Reportedly the cause of peritonitis was a catheter being placed on the bed, which was saturated with bowel contamination. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was again hospitalized for peritonitis. On (B)(6) 2012, the patient was discharged. On an unreported date, the patient experienced low blood pressure. On (B)(6) 2012, the patient was again hospitalized for low blood pressure. On an unreported date, the patient was on antibiotics. On (B)(6) 2012, the patient was discharged from the hospital. During a call with baxter customer services on (B)(6) 2012, the following information was reported by the husband. On an unreported date, the patient experienced liver failure. Treatment rendered was not reported. On 6 (B)(6) 2012, the patient died due to liver failure. It was not reported if an autopsy was performed. On contact, the nurse declined to provide any information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue, peritonitis and death due to liver failure. This complaint is confirmed because it was reported there was a break in aseptic technique by the customer. However, the root cause could not be determined as it is uncertain why the patient had a break in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error, breach in aseptic technique, in this report.